Event description:
It was reported to boston scientific corporation on june 27, 2008, a gold probe was used during a biopsy procedure. According to the complainant, "the product did not coagulate, and it was observed that the connector dislodged itself from the main wire." The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date can not be determined. According to the complainant, the suspect device has been disposed, and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A search of the complaint database revealed no additional complaints reported for the same lot. The may 2008 15- month gold probe hemostasis catheter product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.